Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call to have experienced a low and high blood glucose event. The customer¿s blood glucose range was from low of 32 mg/dl o as high as 430 mg/dl at the time of incident. Customer stated that the insulin pump had a no delivery and motor error alarms. Customer also reported crack on top of the insulin pump screen. Customer declined troubleshooting. The insulin pump is not expected to return for analysis.